Event description:
Report received that a patient's lead was replaced due to a "broken lead" reportedly observed on a chest x-ray. This chest x-ray image was not reviewed by the manufacturer. The patient's generator was also replaced prophylactically. Neither the lead nor generator were returned as the devices were kept by the hospital and sent to pathology. No further relevant information has been received to date.